Manufacturer narrative:
Insulin pump alarmed failed self-test during self-test due to faulty electrical component on the radio frequency. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed failed self-test. Customer's blood glucose level was not reported. The self-test was interrupted by the rf test failed. The self-test failed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.